Manufacturer narrative:
No patient information provided to date after calls to customer 07/27/20, 08/05/20, and 08/10/20. The customer declined ge service and repaired the unit. No repair information available.

Event description:
The hospital reported an over delivery of pressure during a case. The patient was switched to manual ventilation and case completed. There was no report of patient injury.